Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead helix would not deploy and retract easily. Eventually, the helix was stuck altogether. An alternate lead was placed. No patient complications have been reported as a result of this event.